Manufacturer narrative:
Reviewed data logs from treatment with no issues found. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient had sore underarms after treatment but didn't come into clinic. Symptoms became worse and she visited approximately 1 month after treatment, with discharge and small ulcers bilaterally. Was given oral antibiotics. Issue has healed.